Event description:
It was reported that during an unrelated service visit by a getinge field service engineer , the cardiosave intra-aortic balloon pump (iabp) battery was found to be unable to eject . There was no patient involved reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the event site name is (B)(6). It was reported that during recall maintenance, the cardiosave intra-aortic balloon pump (iabp) had a battery that was unable to eject. There was no patient involvement reported. A getinge field service engineer (fse) replaced the conical spring (0214-00-0208). The unit passed all functional and safety tests and was returned to customer.